Event description:
Reference MDR #1036844-2010-00334 for the first event and MDR #1036844-2010-00335 for the second event involving the same pt. It was reported that a third kit was opened and during insertion into the pt's femoral vein, they experienced difficulty with the spring wire guide (swg). As a result, it was removed intact and they noticed it was frayed. A fourth kit was opened and used successfully. The delay in treatment is unk. There were no pt complications. The pt was fine.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.